Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 4470 competitor implantable pacing lead, implanted: 2008 (B)(6); 4471 competitor implantable pacing lead, implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the device showed fluctuating longevity estimates. The device amplitude was reprogrammed and remains in use. It was recommended that the device be checked in 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.